Event description:
Complaint is reportable based upon analysis complete on (B)(4) 2014, it was reported that the device had noise and error codes. While using a intellatip mifi xp ablation catheter to treat an atrial flutter, the physician was unable to reach the target temperature. Noise and error codes were also noted on the generator. The generator shut down three times. On the third shutdown the catheter was switched to another of the same and the procedure was completed. No patient complications were reported and the patient's status is fine. Device analysis noted char on the tip of the catheter.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: device has burned blood at the tip (char), as part of overall visual revision. The ablation was verified and the d10 error code "replace catheter invalid ID" was displayed on the screen. Electrical testing was completed and met specifications. The handle was opened and it was found that the receptacle was wired improperly since the short resistor lead was assembled in pin #10 instead of pin #11, and the long resistor lead was assembled in pin #11 instead of pin #10. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).